Event description:
The event is reported as: complaint alleges: clip end sprung up after second use, unable to put tissue through clip. Add'l info received: it was reported that the clip was used but it would not close on the vessel. Another clip was used without any problem and there was no pt injury or medical intervention.

Manufacturer narrative:
The device sample is not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.